Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed and would not open. The customer stated that aux2 drawer 6 was jammed, and recovery attempts did not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 2 drawer 6 had failed, jammed and unable to recover and open. The field service engineer (fse) found bad rails in drawer 6 and replaced it successfully to resolve the issue. The customer also had recovered and tested successfully. The fse also performed cleaning and inspection. The system functioned as intended after the field service engineer repaired the device.